Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient. It was reported that the replacement recharger resolved the issues of the implantable neurostimulator not working. The cause of it not working was not determined; however, it was resolved. There were no patient symptoms or complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller was not working and was very slow when charging the ins, and now was not charging at all. The patient would see the try again screen and it would not locate the ins to charge. The issue was unable to be resolved on the call. Patient was issued a new recharger. It was later reported that the ins was not working. The patient stated that the recharger did not last long and his device was not working for four days while he waited for a replacement. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and failed back surgery syndrome.